Manufacturer narrative:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic sensor. A getinge field service engineer (fse) found a broken fiber optic sensor extension broken. Fse replaced part number (d012-00-1562). (B)(4) for checklist details. There was no patient involvement.the defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: for fiber optic sensor extension. This part was received with a reported unit failure message of fiber optic sensor is physically broken. Performed visual inspection of this part received and the fat dept, observed that the blue connector was broken. Attached picture of broken connector. The failure analysis and testing department verified the failure of broken fiber optic sensor connector. Due to broken connector the fat dept. Cannot be install fiber optic sensor into the test fixture and cannot be investigated further. Fiber optic sensor assy, cable failed testing. Retaining fiber optic sensor assy, cable in the fat dept. As per procedure (B)(4) rev ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic sensor extension. There was no patient involvement.